Manufacturer narrative:
The event of fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: if required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results.

Event description:
Physician reported 3 months after the implantation in the left eye, the bleb area was fibrotic and due to difficulties for needling performing, the surgeon left the implant without any more intervention and decided to put a second xen in the inferonasal quadrant.